Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump parts and attempting to load the cartridge again. Initially unsuccessful, the customer managed to load a new cartridge onto the pump with assistance and resumed insulin delivery.